Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 300 mg/dl. The customer was changing the supplies to the pump and received a minimum fill alert after 100 units of insulin had been added to the cartridge. The customer was able to successfully load the insulin into the cartridge and resumed insulin delivery. A correction bolus was used to lower the bg level to 236 mg/dl. The customer reverted to using daily insulin injections to manage diabetes.

Manufacturer narrative:
The device investigation has been completed and the reported issue was confirmed in the logs. In addition, a different issue was also found.